Manufacturer narrative:
The axium prime coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher after 3 attempts or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The coil detached prematurely while pulled back. The patient underwent coiling treatment for a small unruptured saccular right anterior communicating artery aneurysm, measuring 3mmx2mm. The vessel was observed moderately tortuous. It was reported that the physician tried to detach the axium coil inside the aneurysm with two different instant detachers, but coil did not detach. Two attempts were made with manual detachment method but still coil failed to detach. While the coil was pulled out a little, it became pre-detachment and pulled out the coil using the snare. There were not any patient symptoms or complications associated with this event.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated. The device was returned for evaluation and the clinical observation could not be confirmed. As received, only axium prime implant coil was returned without pushwire. The implant coil was returned and found damaged, stretched, and broken with the polypropylene filament also broken. The detach element was missing and not returned for analysis. In addition, instant detachers used in the event were not returned as they were discarded. Based on the analysis performed, the customer report of ¿premature detach from non-detach¿ could not be confirmed. Since the pushwire, instant detachers and detach element were not returned; any contribution of the pusher, instant detachers, and detach element to the premature detachment from non-detachment could not be determined. The implant coil was found damaged/stretched/broken. It is possible these damages occurred due to tortuous anatomy, lack of hydration before procedure, user does not maintain continuous flush, damaged during retrieval, or damaged during return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.